Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The auto/man switch cable assembly was replaced. No report of patient involvement.

Event description:
The hospital reported that, during the preoperative checkout, it was noted that the auto/man switch would not switch to auto mode. There was no report of patient involvement.